Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 8 months post implant of this aortic bioprosthetic valve, a non medtronic transcatheter valve was implanted valve-in-valve. The reason for intervention was increased gradient of 55mmhg and mild central regurgitation. No additional adverse patient effects were reported.